Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion and resistance with the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the lesion was described as moderately calcified with a tight lesion and the vessel moderately tortuous, which could have contributed to the inability to cross the lesion and resistance while removing the guide wire. Reportedly, after multiple attempts to remove the guide wire, the tip of the device separated. For the wire to fail in this manner the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy in order to create the required forces to damage the wire as described. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. In this case, the reported guide wire tip separation is likely the result of the inability to remove the guide wire from the lesion. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported difficulties, guide wire separation and surgical procedure for retrieval of the separated portion appear to be related to operational context of the procedure and there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there were no other incidents reported for this lot.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with moderate tortuosity and moderate calcification. Multiple attempts were made to advance the whisper guide wire; however, resistance was noted with the tight lesion, and the device did not cross. An attempt was made to remove the guide wire, but resistance was noted with the vessel, and the device could not be removed. After multiple attempts were made to remove the guide wire, the tip of the device separated and remained in the patient anatomy. The patient was sent to surgery for removal of the separated portion of guide wire, and bypass surgery. No adverse patient effects were reported, and the patient is stable. No additional information was provided.